Event description:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the time of loss in relation to the time of implantation was before prosthetic restoration, the consumer also stated that primary stability was achieved. The implant did not osseointegrate. The consumer also reported concerns with an infection, bleeding, pain & swelling. The consumer also reported that the implant was spinning due to the infection.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, the consumer also reported that the time of loss in relation to the time of implantation was before prosthetic restoration, the consumer also stated that primary stability was achieved. The implant did not osseointegrate. The consumer also reported concerns with an infection, bleeding, pain & swelling. The consumer also reported that the implant was spinning due to the infection.